Event description:
It was reported that the patient underwent a tlif for stenosis at l2-l5. It was found approximately three weeks post op in 2009, that the interbody device in l2/3 backed out. A revision surgery to remove the device was performed two days later. The back out device was replaced.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 2991032, was cleared in the united states.